Event description:
Information received from the (B)(6) clinical study.treatment of a right unruptured ica (internal carotid artery) paraophthalmic aneurysm measuring 10.25mm x 5.72mm. It was reported that the patient underwent pipeline embolization treatment involving two telescoping pipelines. The first pipeline was deployed and required balloon angioplasty to achieve full wall apposition and the second pipeline was implanted telescoping the first device without any issues.it was reported that the patient had a headache on (B)(6) 2012 and an MRI (magnetic resonance imaging) the next day revealed an infarction at the right side parietal lobe.same event as MDR# 2029214-2013-00199.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).